Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm the total qty involved for each product? Confirmed. Confirm if any needles reported to have separated from sutures before used on patient during dispensing? No. Was the reported issue noticed with single patient event/procedure or over multiple patient events/procedures? Yes. Please clarify if the 4 or 5 needles that separated from suture occurred during one patient event? According to sales rep issues occurred in one surgery.

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the needle separated from suture during tissue passage. The surgery completed with a suture from a different lot. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mjh225 and no non-conformances were identified.